Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device returned for evaluation and self-activation was confirmed, but the reported failure to prime issue is inconclusive. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information reported indicates that model mc1616 biopsy instrument experienced failure to prime and self activation. The information came from a single source. One patient was involved with no patient consequences. The male patient's age and weight were not provided.